Event description:
Left knee complaints of radiating pain, locking and popping sensations with instability. Revised (B)(6) 2018 with tibial periprosthetic fracture noted. Tibial baseplate and insert were revised.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon baseplate was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review with a clinical consultant indicated confirmation of event: I can confirm that the patient had a primary cemented triathlon implant since I was able to see the x-rays of the implant with the metaphyseal fracture. I was also able to see the stryker original stickers. I can also confirm the revision procedure since I was able to review the operation report and the original stryker stickers. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of late metaphyseal periprosthetic fracture are multi-factorial including surgical technique in the way that the tibia is prepared and the implant inserted and patient factors including activity level and bmi. In the history given, the patient was having pain prior to going on a vacation. She then got up from a low beach chair and the pain exacerbated. In the office notes it states that she did have a small fracture of the medial portion of the tibia approximately four months prior to the periprosthetic fracture being diagnosed. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the tibia. A review with a clinical consultant indicated confirmation of event: I can confirm that the patient had a primary cemented triathlon implant since I was able to see the x-rays of the implant with the metaphyseal fracture. I was also able to see the stryker original stickers. I can also confirm the revision procedure since I was able to review the operation report and the original stryker stickers. The root cause of this event cannot be determined with certainty. Causes of late metaphyseal periprosthetic fracture are multi-factorial including surgical technique in the way that the tibia is prepared and the implant inserted and patient factors including activity level and bmi. In the history given, the patient was having pain prior to going on a vacation. She then got up from a low beach chair and the pain exacerbated. In the office notes it states that she did have a small fracture of the medial portion of the tibia approximately four months prior to the periprosthetic fracture being diagnosed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee complaints of radiating pain, locking and popping sensations with instability. Revised (B)(6) 2018 with tibial periprosthetic fracture noted. Tibial baseplate and insert were revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.